Event description:
A reliant balloon was used in the patient during an endovascular treatment. It was reported that, during the index procedure, the reliant balloon burst while being used to remodel wrinkles at a joint between two unknown stent grafts. The reliant balloon burst after successive successful dilations had been performed. The device was discarded and the physician elected to use another manufacturer's balloon to complete the procedure. Per the physician, the cause of the event was unknown but there was a possibility that an imprecise amount of fluid used in the syringe may have led to over dilation. No sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.